Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive cause for the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had foreign objects are present inside the nozzle. There were no reports of patient involvement.